Event description:
It was reported that during a lap. Nephrectomy, the iris valve tore. It occurred at the end of the case, and they did not have to use another device.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.